Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, scratched case and serial number label missing. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on the back of insulin pump near the battery compartment. Customer reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.